Manufacturer narrative:
Evaluation results: the device balloon was visually inspected under 10x magnification and it is noted that the balloon has burst. Visually the edges of the burst are smooth and there is significant wall thinning in the area that burst. Water was introduced into all of the device lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Post sterile records were referenced and for burst pressure during post sterile testing for this job the min. Volume was 14cc and the max. Volume was 26cc. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 763123 and there were no non-conformances or CAPA's opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. This device was manufactured in (B)(4) 2010. A corrective action is open to address balloon ruptures on the endoplege catheter and this event is applicable to the open corrective action. Trends will continue to be monitored on an ongoing basis.

Event description:
It was reported that the customer experienced a ruptured endoplege balloon. It apparently ruptured on the second dose of retrograde. There was no patient harm. Sales rep confirms that the device did not have to be switched out for another.